Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force on the ccd cable while angulation. Replaced parts in this complaint are as follow. Ccd module due to defective. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbance during angulation. This event occurred at the time of during inspection. There was no report of patient harm.